Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported the patient had a revision in 2011 because the stimulator had moved up their back and it had to be moved back down. Patient noted it was stimulating around their heart/chest. It was reported the patient had been feeling stimulation in their heart, they felt shocking. The device was removed and resecured.